Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all buttons and a dim display. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad that the ok button was torn up to the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons responded appropriately. There was contamination found under all key contacts. Evaluation revealed a dim pink display screen. There was a crack from the top of battery compartment to the pump case seal. Corrosion was also visible in the battery compartment. The display lens was cracked. (B)(6).